Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the infection was treated with antibiotics and explant of both the generator and lead (excluding electrodes). The infection has reportedly resolved and reimplant is planned. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.